Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a revision surgery for an artificial urinary sphincter (aus) was performed due to the patient experiencing recurring incontinence. During the intervention, the existing device was removed and replaced. There were no further adverse events to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis confirmed a damage that would affect the functionality of the device and therefore be the most probable cause for the reported allegations of recurring incontinence. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. Device history record (DHR) review: review of the DHR confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. The balloon was visually and microscopically examined. A tear was observed in the kink resistant tubing (krt); however, this was consistent with sharp instrument damage during explant. The balloon was not functionally tested due to the damage identified. Visual and microscopic examination of the pump component did not reveal any anomalies. Visual and microscopic analysis of the cuff identified a pinhole tear in the cuff pillow, proximal to the cuff adhesive seam which caused a leak. This leak was consistent with wear at a corner of a fold. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a revision surgery for an artificial urinary sphincter (aus) was performed due to the patient experiencing recurring incontinence. During the intervention, the existing device was removed and replaced. No patient complications were reported.